Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the lead was stretched. It was also noted that the inner insulation was kinked/buckled, there was blood in/on the helix mechanism, the tip was bent, and the lead was damaged at implant. The analyst noted that the lead has been stretched causing the inner tubing to buckle. This prevent proper torque transfer when turning the is-1 pin.

Event description:
It was reported that during the implant attempt, the right ventricular lead became dislodged after it had been positioned as the atrial lead was being implanted. The physician retracted the helix and pulled on the lead which provided a lot of resistance. Once moved, the helix would not extend on successive repositionings. The lead was not used and another lead was used to successfully complete the implant procedure. No patient complications have been reported as a result of this event.